Event description:
Facility reported that the injector flow rate was set for 3.0 cc/sec. With a total contrast volume of 140 ml. After injecting 90cc's an extravasation was noticed which the eda alarm did not pause and detect. Patient was treated with ice compresses and arm elevated. Follow up 2 days later revealed patient condition to be okay.